Event description:
It was reported that the patient presented for a generator changes procedure. Prior to the procedure, stored electrograms (egm) revealed oversensing of noise on right atrial (ra) lead resulting in auto mode switch (ams) episodes. The programming changes were performed and the patient status was unknown.